Event description:
(B)(4). Same patient as 2134265-2012-01462. It was reported that during a coronary artery treatment procedure stent migration. Lesion 1 was a bifurcated lesion located in the 2nd diagonal with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.0 mm. The physician treated the lesion with direct stent placement using a 2.25 x 16 mm ion stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was also a bifurcated lesion located in the 1st obtuse marginal with 90% stenosis and was 5 mm long with a reference vessel diameter of 2.0 mm. The physician treated the lesion with pre-dilation and placement of a 2.25 x 8.00 mm ion stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the patient presented with angina and was admitted on the same day. The patient was referred for cardiac catheterization. The 90% stenosis located in the 2nd diagonal was treated with 3 ion stents (2.25 x 8 mm, 2.25 x 28 mm and 2.0 x 36 mm) in the proximal section. While placing the 1st stent (2.25 x 8 mm), follow-up cines revealed the stent had pulled out of the diagonal and was now purely in the lad. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
If implanted give date corrected from (B)(6) 2011 to (B)(6) 2012. (B)(4).

Event description:
It was further reported that in (B)(6) 2012, the patient was brought to the cath lab. A 6 fr. Sheath was placed in the left femoral artery. A #6 guide catheter was advanced in the aorta. Cines were recorded. A luge guidewire was advanced into the diagonal. The lesion is an ostial stenosis of the diagonal just proximal to the previously placed stent. The 2.25x8mm ion stent was deployed inflated to 18 atms. A second luge guidewire was advanced through the side of the stent into the lad. Multiple balloons were advanced to the vessel but did not cross the lesion. A 3.0x12mm apex balloon catheter was advanced successfully out the side of the stent. The stent was dilated to 10 atm and follow-up cines revealed the stent had pulled out of the diagonal and was now purely in the lad. The diagonal was re-wired and a 2.25x28mm ion stent was deployed inflated to 10 atms. There was no residual stenosis and timi grade iii flow. The patient tolerated the procedure well. Medications given included: heparin